Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery on or about (B)(6), 2004. It is alleged that the patient had constant pain, swelling, and/or lack of mobility and was revised on (B)(6) 2008.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident hip replacement system. This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Not returned.

Event description:
It was reported through the filing of a lawsuit that the patient underwent a stryker trident hip replacement surgery on or about (B)(6) 2004. It is alleged that the patient had constant pain, swelling, and/or lack of mobility and was revised on (B)(6) 2008.